Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision of patient's right hip. Patient had complained of pain, a shorter leg length, and a difference in mobility. Upon performing the procedure, surgeon reported that the head had completely eroded the trunnion. Rep reported that there were no surgical delays, the procedure was completed successfully. Patient was revised to restoration modular components.

Manufacturer narrative:
An event regarding pain, a shorter leg length, a difference in mobility and wear involving a metal head was reported. The event was confirmed based on review of the provided images. Device evaluation and results: although device was not returned a visual inspection was performed based on photos provided and damage was observed on taper of head consistent with articulation against the stem trunnion. A functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed based on review of the provided images but the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon performed a revision of patient's right hip. Patient had complained of pain, a shorter leg length, and a difference in mobility. Upon performing the procedure, surgeon reported that the head had completely eroded the trunnion. Rep reported that there were no surgical delays, the procedure was completed successfully. Patient was revised to restoration modular components.